Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: indications the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may led to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with tubing end bottom end white wicking material vent hole applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate or heavy menstruation who cannot use a tampon. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's daughter that she got uti in hospital because the skin was so raw from the wick. Ended up in the hospital with a deadly uti, doctors says that she probably won't make it. The customer daughter says that it's because of the pw system. The patient's daughter says that she has called in multiple time because the wicks left lint on her mothers genital area. Will no longer be using. It's unclear if lot number was requested. Used with female wicks. It was unknown what was the medical intervention provided for urinary tract infection. Per customer follow up via phone on 07may2025, it was reported, bio box was being sent to return unit as her mom has only received uti's while using and will no longer try the product. Confirmed address on file to send bio box.

Manufacturer narrative:
The reported event was confirmed, supplier related. A potential root cause is dimensions not specified correctly. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: instructions for use wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup, 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. 2 before placing the product, curve it to fit the user's anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Placement. 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Removal, 7 open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8 replace the product every 12 hours or if soiled with feces or blood. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient daughter said she got uti in hospital because the skin was so raw from the wick. Ended up in the hospital with a deadly uti, doctors says that she probably won't make it. The customer daughter says that it's because of the pw system. The patients daughter says that she has called in multiple time because the wicks left lint on her mothers genital area. Will no longer be using. It's unclear if lot number was requested. Used with female wicks. It was unknown what was the medical intervention provided for urinary tract infection. Per customer follow up via phone on 07may2025, it was reported, bio box was being sent to return unit as her mom has only received uti's while using and will no longer try the product. Confirmed address on file to send bio box.